Event description:
Boston scientific crm received information that this lead had dislodged. The physician elected to explant the lead instead of repositioning it due to the patient's atrial fibrillation. Implant date was not made available.